Event description:
A customer reported a cgm error concerning their device. There was no reported adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset and assisted the customer throughout the process. After the reset, the error did not reappear, and the customer successfully initiated a new sensor session.